Manufacturer narrative:
The investigation has been completed. No product was returned. The data logs were reviewed, motor current spike greater than 1650 ma with temporary pump stop. The pump was able to be restarted later, but flows were observed to be lower. No evident biomaterial interaction. Cannula kinks were observed. All other clinical information was unknown. The cause of the temporary pump stop issue was not determined since the product was not returned and due to inconclusive evidence from log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp flex with smart assist system with automated impella controller section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that the impella rp flex stopped and would not get flows above 0.5. The impella rp flex was exchanged. The patient expired. There is not enough information to exclude use of the device with the patient's outcome.